Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the unexpected restart error alarm due to blank display. No audio/beep, sound noise anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and had blank display. The customer¿s blood glucose level was 66 mg/dl. The customer was treated with crackers. The drive support cap appears normal. Troubleshooting was performed for blank display and noticed the display did not return. The insulin pump will be returned for analysis.